Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. The customer experienced an elevated blood glucose (bg) level of 600-700 mg/dl. Customer administered a correction injection to address the bg. Reportedly, the customer reverted to an alternate method for insulin therapy.